Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt stated they had a problem with their controller. Pt stated that it would not let them read the battery power and goes to no device found. Pt stated that it had been about 4 days since they last charged. Pt did not have the recharger with them to troubleshoot. Agent advised pt to reset controller and after reset, the pt confirmed that the ins needed to be charged because it was a low battery. The issue was not resolved through troubleshooting. The pt was redirected to call back and troubleshoot. Pt stated they had to go and would have to do this later. Pt stated that they had been having problems with the equipment and wrote back on the survey that they thought it was the battery pack. Pt stated they called about this before and we said to reset but never replace anything. Pt stated they were having this taken out of body soon as they are doing a surgery on them. Agent advised to call back with equipment.